Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 332 mg/dl for several hours after breakfast while using the ilet system, noting increased insulin use and a recent supply change with no observed leaks; the user was consuming lemonade during the event and received troubleshooting and education, with no device alerts reported. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for assistance, no medical intervention, and no hospitalization. Investigation included complaint intake, user interview, and product use review. Investigation of this case revealed an unclear cause of hyperglycemia with no device malfunction identified and no component issue observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.